Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Initially, the device was successfully interrogated but when final, detailed analysis was undertaken approximately two months later, the device could not be interrogated and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined.

Event description:
It was reported that this pacemaker device was not able to be interrogated. The physician believes the device is in safety mode. Subsequently, the device was explanted and replaced. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was not able to be interrogated. The physician believes the device is in safety mode. Subsequently, the device was explanted and replaced. Besides surgical intervention, no adverse patient effects were reported.